Event description:
Pt had bladder stimulator placed (B)(6) 2008. At this time, it is non-functioning and being removed. Suddenly, the plastic coating fractured and the wire began to unravel. Physician expanded the incision and grasped the wire with hemostats but unable to grasp the plastic tined leads. The wire was removed but the small plastic tine sheath was not totally removed.